Event description:
It has been reported to MFR that the aspiration catheter lumen became occluded during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician inserted a 4.0x18 penta rapid exchange stent delivery system and placed the stent. The physician removed the stent delivery system and inserted the aspiration catheter and started to aspirate and then the aspiration stopped. The physician repositioned the guide (8f scimed lcdsh) and attempted to aspirate again and no aspirate was obtained. The physician removed that aspiration catheter and tried to flush the catheter and found it was occluded. The physician inserted a second aspiration catheter and attempted to aspirate and the same event happened. Patient's graft had shut down, but the patient did not have any pain or problems. The physician flushed the first aspiration catheter, it took a few minutes and the lumen was fully occluded, a large thrombus finally flushed out the aspiration catheter. The physician inserted the aspiration catheter and attempted again to aspirate and it clogged again. The physician removed that and inserted the second aspiration catheter and hooked up a 60tc syringe, to get more suction and just a little trickle came out. The graft was occluded for about 20 minutes. The physician delivered addensin and about 10 to 15 minutes later was able to reopen the vessel. The physician was able to place a second stent (4.0x8 new royal rx) and the case was complete. The original act reading before the procedure was 289 which the physician feels must have been incorrect. During the procedure, act was 157. Patient did not have any discomfort during the procedure and EKG was fine. Patient was reported to be doing well.